Manufacturer narrative:
The device was not returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional customer reported information.

Event description:
It was reported that the gastrointestinal videoscope sticky residues in the insertion tube and flexible section. The issue was found during maintenance . There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.